Event description:
New information notes the lead was capped on (B)(6) 2012 and explanted on (B)(6) 2014.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 8.0 cm - 8.3 cm from the connector pin, exposing the outer coil, due to friction with the device can.

Event description:
It was reported that the patient presented in-clinic for vibratory alert. Low lead impedance and oversensing were exhibited. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.